Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device/therapy/procedure was not causal or contributory with respect to the reported peripheral neuropathy and the patient was doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the day following implant procedure she started to notice overstimulation down the left leg to the foot especially if they stand in a certain position or laying down and rolling over. Patient still experiences this discomfort intermittently. Ps recommended decreasing amplitude to a comfortable level and monitor symptoms. Reviewed general programmer use, and programming guidance and education per patient inquiry. Patient indicated they have an upcoming post operative appointment with managing physician (B)(6) and will consult with them further. Additional information was received from the patient. They called back on (B)(6) 2024 and reiterated that when they were first implanted, they would feel their stimulation radiating down their leg sometimes so they spoke with patient services previously and brought the stimulation back down to a comfortable level again and made sure they felt the stimulation comfortably and not down the leg when they made adjustments. The patient mentioned that they had adjusted their stimulation 4 times since the implant to try to "accommodate" their bladder stimulation and so they could have better emptying of t heir bladder. The patient stated it could work for their symptoms for a week or two after adjusting but then they could feel it not working again because they would be unable to empty and they would have to cath again. The patient stated they just didn't think it worked for their symptoms sometimes as a result and they wanted to follow up with their health care provider (hcp) about their therapy concerns. The patient stated they had a follow up appointment scheduled with their healthcare provider (hcp) to discuss these matters next week. The patient's initial reason for call was to inquire about using a tens unit for their peripheral nerve neuropathy. Patient services reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they experienced urinary retention prior to the device and their retention had not worsened as a result. The patient stated catheterization was not their 'standard of care' prior to the device. When asked the cause of the overstimulation down their left leg to their foot, the patient stated the most likely cause was due to the settings requiring adjustment, which was done in their doctor's office. The patient stated they would continue follow up with their healthcare provider (hcp) for adjustments and instruction. The issue has been resolved.